Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open. The root cause of the open resistor cannot be positively identified, but the damage is consistent with external defibrillation. There is no indication that the open resistor caused or contributed to the patient's death. CPR artifact prevented the treatment of vf. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient's spouse indicated that the patient had a seizure and the patient's death was not cardiac related. Review of the download data indicates that the patient entered asystole transitioning to sinus tachycardia at 120bpm. The rhythm then degraded to vf. CPR artifact was visible on the patient's ECG and prevented treatment of vf. The device was shutdown while the patient was in vf with CPR artifact still visible.